Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch assembly to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a faulty led indicator. There was no patient involvement.